Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple temperature alarms and the contact had placed the pump in a cooler to address the alarms. There was no reported impact to the customer's blood glucose level. Although requested, additional information regarding the event was not provided.

Manufacturer narrative:
The pump data was reviewed and no device issues were found that would warrant a pump replacement.